Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg).

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing with multiple cartridges. There was no adverse impact to customer¿s blood glucose level. Reportedly, the contact disconnected at the luer lock connection in attempt to resolve the reported issue. Tandem technical support educated the customer on no disconnecting at the luer lock connection. The cartridge and infusion set were changed to resolve the issue.